Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer initially could not reset the pump, so technical support provided guidance and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was informed that they could continue using the pump as usual, with instructions to contact technical support if the issue reappeared.